Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer had hyperglycemia. Blood glucose level was 409 mg/dl. Customer stated that the insulin pump had critical pump error and insulin pump error alarm at the time of swimming. Customer reported that the insulin pump had open book image on the screen. Customer mentioned that there were no any other alarms displayed prior to open book image on the screen. It was unknown whether the customer was using auto mode feature at the time of reported event. The insulin pump will not be returned for analysis.